Event description:
The customer's wife reported via phone call that he was hospitalized on (B)(6) 2015 with a high blood glucose level of 568 mg/dl. His high blood glucose level symptoms were nausea, vomit, and light headed. He treated his high blood glucose level with the insulin pump and injections. The customer was wearing the insulin pump at the time of the emergency room visit. He has other medical conditions including seizures. Troubleshooting was declined. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.